Event description:
It was reported that the implantable cardioverter defibrillator exhibited low level, high frequency noise that resulted in inhibition of pacing. The patient was asymptomatic. Myopotential oversensing was suspected. The patient presented in clinic on (B)(6) 2017. No changes were made since the noise was noted only for one day. The patient was stable.